Event description:
As reported, the balloon on a 6/7f mynx grip vascular closure device could not be inflated. After opening the package, the device was tested and found to have an issue, and the tail end of the balloon was leaking water. There was no reported patient injury. The procedure type was treatment, and a retrograde puncture approach was used. The deployer was trained. A non-cordis sheath was used. Femoral artery suitability was verified by angiography or venography, including the vascular sheath introducer insertion angle. The vessel type was arterial, the vessel diameter was verified to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease or calcium near the puncture site. The device was found to have an issue during external testing and was not used in the patient; a new device was used. After opening the package, the device was tested and found to have an issue, and the tail end of the balloon was leaking water. The device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.